Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Photographic device evaluation : a review of the device through photographs noted the event could not be observed as it is a physiological complication.

Manufacturer narrative:
Continued e1 phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown. This relates to the left device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, d3, g1, h6.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. Device has been explanted.